Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient heard an alert from the device. Interrogation of the device showed noise on the right ventricular (rv) lead. It was determined that the connector pin was not fully inserted into the header. The patient had a lead revision to reinsert the lead into the header. The lead remains in use. No patient complications have been reported as a result of this event.